Event description:
It was later reported that a motor stall occurred with a spontaneous recovery. The severity was ¿mild¿. The outcome of the event was resolved without sequelae on (B)(6) 2015. The cause of the event was not reported. The pump was used to infuse dilaudid and bupivacaine.

Event description:
A motor stall was recorded in the event logs on (B)(6) 2015 at 17:39 and a recovery was recorded 53 minutes later at 18:32. No patient symptoms were reported. A follow-up report will be submitted if more information becomes available.

Event description:
It was later reported that there was no MRI relation to the motor stall and recovery.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was clarified that the pump motor stall spontaneously recovered within 24 hours on the same date.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4)

Event description:
The pump and catheter were returned to the manufacturer. It was noted that an algoline catheter was spliced with a pump segment of an ascenda catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. Analysis of the catheter serial number (B)(4) found catheter body kink. Analysis found dried drug in the dispense holes before internal decontamination and a tear in the seal material near the guide ring. The seal material was still attached. Conclusion code 71 applies to the pump serial number (B)(4) conclusion code 77 applies to the catheter serial number (B)(4).